Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and reported failure was confirmed. The instrument was found to have a broken conductor wire at the proximal end. The conductor wire was broken inside of the main tube.

Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, the fenestrated bipolar forceps instrument was unable to cauterize. The procedure was with no reported injury.